Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and moderately calcified lesion, located in the left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that direct stenting was intended to be use in the procedure, but the stent could not cross the lesion. The device was pulled back and stent struts were noted to be damaged. The lesion was then pre-dilated, and the procedure was completed with a new medtronic device of the same size. It was reported that the event was due to use of the device in difficult lesion morphology and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands due to mid to distal portion of the stent stretched distally as per specifications. The distal end of the stent had moved distally over the distal marker bands, the proximal wire wraps were in the correct position. Deformation was evident to the 8th to the 14th stent wraps with struts appearing stretched. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.